Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015 for reasons unknown. Additional information has been requested but has not been made available as of the date of this report, january 6, 2015. The device has not been made available for analysis as of the date of this report.

Manufacturer narrative:
This report is submitted on october 31, 2016 by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. (B)(4).